Event description:
Additional information received on 20 mar 2025: was any damage to the catheter observed? No damage to the material. Has there been any damage to patients/healthcare professionals? No. Is there any patient involvement, please confirm? Yes, in both cases the complaint was verified after puncture.

Manufacturer narrative:
Additional information received. See b. Describe event or problem. E/f codes updated.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from portuguese to english: the technician punctured patient, then tightened the catheter's safety device and it didn't retract, leaving the needle sticking out.

Manufacturer narrative:
A device history record review was completed for provided material number 38181214 and lot number 3269724. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was received for evaluation by our quality team. The picture sample showed a safety device that was partially activated. It is possible that the partially activated safety device resulted from some damage to the cylinder, preventing the full retraction of the needle. Cylinder damage could be caused by a pressure variation or sensor reading failure in the barrel positioning station during manufacture. For further conclusions, a detailed analysis of the physical sample would be necessary. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.